Event description:
A graft infection was observed in 2000 after graft was implanted for repair of the abdominal aorta 16 days ago. Graft was explanted and an axillo-bifemoral reconstruction was performed. Note that the explanted graft was not returned to the MFR. The distributor has indicated that the current condition of the pt is fine.